Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the digital pcb assembly caused the device not to complete a boot-up and that the digital pcb assembly drew excessive current. The digital pcb was then removed and evaluated, but further root cause could not be determined. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The customer has been provided with detailed instructions on how to verify the readiness of their device and determining the battery's charge status. The customer has also been reminded of the importance of always carrying a spare fully-charged battery. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device emitted a constant beep after the they installed the battery; the device could not be powered on. During device evaluation, physio-control confirmed that the device could not be powered on. In addition, it was observed that the battery had one flashing led. With a fully charged battery the device could still not be powered on. There was no patient use associated with the reported event.